Event description:
During a pubovaginal sling procedure on 01/03/2006, the surgeon recognized a cystotomy. The unintended laceration was closed in two layers. Examination of the bladder walls revealed that no cannulas had perforated the bladder; leading to the conclusion that the laceration was made with the #15 blade.